Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively an inguinal hernia repair procedure,1 patient had recurrence within 6 months after the procedure and was re-operated at lower internal angle.